Event description:
It was reported that after a percutaneous transluminal angioplasty of the superficial femoral artery, arteriotomy closure was attempted via an antegrade puncture of the common femoral artery using a perclose proglide device. Reportedly, at the start of the procedure, an incision was made at the sheath site and the tissue track was spread all the way down to the vessel. During suture retrieval, when the needle plunger was removed no suture was seen and there was no connection between the anterior needle and the needle plunger. It was believed that during deployment the angle of the device was 60-degrees instead of 45-degrees, as indicated in the instructions for use. The device was removed over a guide wire and a second proglide was attempted, but with the same results. There was no suture and the connecting suture between the closure device and the anterior needle, was broken. The device was removed over a guide wire and a starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The other proglide device, is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported link break was confirmed because the posterior portion of the link indicated that it was pulled from the swage-end of the posterior cuff. These observations would be similar to the reported suture break. The device did not exhibit any anomaly. A review of a dvd/cd received from the customer indicated there was no calcification or extreme tortuosity at the access site that could have contributed to the reported experience. The cause of the incident was related to the operational context at the time of device use. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.